Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible, elevated carcinoembryonic antigen (cea) results, above the normal reference interval, generated by the unicel dxi 800 access immunoassay system for two patients. Subsequent testing on an alternate methodology produced discordant lower results within the normal reference interval for two patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter's ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.